Event description:
The customer reported that the insulin pump alarmed no delivery during a bolus. The blood glucose reading was 195 mg/dl at time of the call. Troubleshooting was performed. Ran a fixed prime test on the pump alarmed at 0.7 units. Had customer disconnect and reconnect the infusion set and reservoir. Requested customer to rewind the insulin pump and no insulin exited during the manual prime. Paramedics were called and her blood glucose was 162 mg/dl at time of their arrival. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.